Event description:
On february 21, 2024, fujifilm corporation became aware of a complaint involving eg-760r. The customer found out the first balloon dilator would not pass during procedure (upper endoscopy), ready to dilate. The second balloon dilator passed and that is when black plastic piece noticed in patient esophagus. Black piece was then removed from the patient body and then passed the balloon dilator again and dilated the patient esophagus. There was no harm to the patient.

Manufacturer narrative:
The local service center inspected the subject endoscope and found that the forceps tube had buckled and the distal end was damaged. Detailed information on the black plastic piece that fell into the patient's esophagus, including the actual piece, a photograph, and its size, was not available, and fujifilm could not determined what the black plastic piece was. Although it is difficult to identify the foreign object, since the event was confirmed after the balloon dilator insertion failure occurred, it is believed to have originated from a medical device (either an instrument used in combination during the procedure or a fragment of an endoscope damage).

Manufacturer narrative:
Corrected primary unique device identifier (UDI) in the section d4.